Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Subsequently, the device was programmed off and the patient was implanted with a left ventricular assist device (lvad). At this time, the system remains in service. No adverse patient effects were reported.